Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure, a faradrive steerable sheath (clear) was selected for use, and a leak was noted due to air ingress. After the device was set up and inserted into the left atrium, a small amount of air leakage from the valve was observed when aspiration and flushing were performed, and when aspiration was performed after inserting the farawave catheter, air was intermittently drawn into the syringe. The procedure was completed without issue using a replacement. No patient complications were reported. Device not expected to be returned, it was contaminated. Additionally, it was clarified that no fluid leakage was observed, only air ingress was reported.